Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the universal surgical manipulator (usm) associated with this complaint and completed investigations. The unit came into failure analysis with a reported problem of arm1 recoverable error 32056 and was confirmed as having occurred in the field but was not replicated in-house. The log showed multiple 32056 errors on arm 1 with error 1123 p3=3 pointing towards the pitch searchlight. Unit was tested on an in-house system normal mode where it triggered no errors. Unit was also tested on a patient side cart fixture test platform (pftp) where it passed all required tests. During investigation, there was no damage noted on the pitch searchlight or any fluid intrusion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was experiencing a recoverable error 32056 on the universal surgical manipulator 1 (usm1). The customer restarted the system twice but was unable to resolve the issue. The intuitive surgical, inc. (Isi) technical service engineer (tse) instructed the customer to hard power cycle the patient side cart, but the issue persisted. The system logs reveal that the error 32056 was pointing to the axes controller arm (aca) initialization failure on the usm1. The customer was unable to disable the usm1 due to the type of procedure and stated that they would attempt to perform more hard power cycles to resolve the issue. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced usm to resolve the issue. The system was verified and ready to use. Isi has received the usm involved with the complaint for evaluation. However, the failure analysis has not been completed yet. Additional information is being gathered to determine the contribution of the device to the customer reported issue.